Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor undersensed bigeminal premature ventricular contractions. No changes were made. The patient condition was good and would continue to be monitored.